Event description:
Customer called stating that during the changing of the syringe and after priming the syringe, nothing exited. It was stated that the syringe was not advancing. No alarm occurred during troubleshooting.